Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was not deflating. Upon revision, the inner silicon layer had burst and the dacron mesh was jamming the lumen of the cylinders, which preventing it from deflating. Therefore, the ipp was removed and replaced. No patient complications were reported.